Manufacturer narrative:
A customer in canada notified biomérieux of obtaining a misidentification of micrococcus lylae as micrococcus luteus in association with the vitek® ms (ref 410895, serial (B)(6)). Investigation device history and complaints database review: the investigator reviewed the biomérieux complaint database for similar issues. Since january 2016, one similar complaint has been recorded for a misidentification to micrococcus luteus result interpretation instead of unknown strain. There are no capas nor non-conformities against vitek® ms instrument that can be linked to the customer¿s complaint. Fine tuning: according to the vilink alert tool criteria, no fine tuning was needed during the tests made on (B)(6) 2021. Spot preparation quality: the sample ¿all peaks¿ values and calibrator ¿all peaks¿ values were heterogeneous. As the calibrator spot quality preparation was non optimal, the fine tuning status analysis could may not reflect the functional status of the instrument because this criteria is a prerequisite for monitoring the system with vilink alert tool. Knowledge base (kb) review: the customer suspected the organism identification to be micrococcus lylae, which is contained in the vitek ms kb v3.2. However, no reference method was performed to confirm the identification, thus it remains unknown. Sample data analysis: analysis of mzml sample files shows that the potential misidentifications to micrococcus luteus were obtained from the spectra having a variation of score from 0.59 to -0.37. The limit value of -0.4 for giving a "no identification" result. In comparison of calibrator number of peaks, the misidentifications were obtained with high number of ¿all peaks¿ (between 97 and 205). This indicates low-quality spectra (too noisy) related to non-optimal spot preparation (i.e. No material on the spot, bad crystallization, ¿.) Or non-optimal fine tuning (laser too high, detector too high). Conclusion during an attempt to gather further information, the customer stated they do not wish to proceed with further investigation at this time. A system engineer serviced a component of vitek ms which is part of aligning the spectra; customer has not experienced any recurrence of the issue. Root cause of the customer¿s issue could not be confirmed. Local customer service provided the customer with additional training materials to help improve their spot preparation technique. Customer service also provided information regarding vitek® pickme¿ (ref (B)(4)) to help with sample spot preparation. They also reminded the customer of the importance of making sure all fine tuning criteria are met.

Event description:
Intended use: vitek® ms is a mass spectrometry system using matrix-assisted laser desorption/ionization time of flight mass spectrometry (maldi-tof ms) for the identification of microorganisms cultured from human specimens. The vitek® ms system is a qualitative in vitro diagnostic device indicated for use in conjunction with other clinical and laboratory findings to aid in the diagnosis of bacterial, yeast and mould infections. Description: a customer in (B)(6) notified biomérieux of obtaining a misidentification of mycrococcus lylae as micrococcus luteus in association with the vitek® ms (ref 410895, serial (B)(4)). The customer stated that they used to obtain a slashline identification of micrococcus luteus / micrococcus lylae for this type of isolate when they used the older vitek ms nowledge base kb 2.0. Since upgrading to kb 3.2, the customer has noticed that they no longer obtain micrococcus lylae as part of a slashline identification when the colony morphology is indicative of micrococcus lylae (whitish/beige in color). Instead, the identification results are reported as being a single choice to micrococcus luteus when the colonies do not exhibit the typical yellow color associated with micrococcus luteus. There is no indication or report from the customer that this event led to any adverse event related to any patient's state of health. An investigation has been initiated.